Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The lens was returned positioned incorrectly in the lens case. One haptic was broken in the gusset and distal area (haptic portion returned on top of optic). The optic was extensively damaged into multiple pieces. The pieces are on top of each other and located down in the well area of the lens case. One portion was also pressed against a post. The damage appears to caused by the posts and the lid of the lens case. The returned sample matches the photos attached to the file. Lens damage was observed. The returned sample exhibited no evidence of customer handling. The lens damage appears to have been caused by the posts and the lid of the lens case. If the lens becomes misaligned in the lens case, lens damage may occur. Information was provided that after the reported damaged company lens (3.00cyl), 21.5 diopter (add power +2.2/+3.2) was noticed, the doctor implanted a monofocal lens as a placeholder and one day later exchanged that lens with a new company lens (3.00cyl), 21.5 diopter (add power +2.2/+3.2). The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during an intraocular lens (iol) implant procedure, the lens appeared deformed in the box hence monofocal lens was implanted, one day later monofocal lens exchange was performed with a newly ordered trifocal lens. Additional information was requested.